Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, the right ventricular lead was explanted and replaced due to insulation anomaly. The lead measurements were in range prior to procedure. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.